Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated one of their wires came loose yesterday and the doctor told them that they could shut the stimulation off because they were scheduled to pull the wires out tomorrow anyways. Patient had their son pull the wires out last night. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.